Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation, the pump¿s history showed evidence of loss of prime associated with low non-zero force. During testing, the pump failed to recognize the cartridge during the load step. The force sensor was found to be out of calibration. The force sensor resistance was found to be out of specifications. The pump was open and the force sensor assembly was found to be damaged and contamination was found. Unrelated to the force sensor issue, investigation revealed a cracked battery compartment.

Event description:
The reporter contacted animas on (B)(6) 2013 stating that the pump expelled all of the insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.